Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest energy pedal. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The footrest energy pedal was analyzed and could not be reproduced. Upon visual inspection, no issues were found that would be related to the reported event. The footrest was installed and tested on the printed circuit assembly (pca) test system and started without any errors. The footrest was pressed on each pedal 20 times and with varying strength and duration. No issues could be found with sensation and functionality. The complaint was not confirmed based on the field evaluation or failure analysis. The probable root cause could not be determined as there was no problem detected based on the customer¿s reported event. The issue may be related to another component regarding the surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the user informed the technical support engineer (tse) that the right blue pedal at the surgeon side console (ssc) was not functioning properly. System logs did not show any associated errors. The tse confirmed that the user was pressing the correct energy pedal. As a workaround, the customer decided to use the universal surgical manipulator (usm2) instead of the usm4 for energy instruments. The tse recommended a hard reboot on the system. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.